Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 serial # (B)(4) description: linear¿ 3-6 lead, 50cm the above noted leads were originally implanted on (B)(6) 2014.

Event description:
A report was received that the patient was experiencing discomfort due to ineffective therapy caused by high impedances. The patient underwent a procedure wherein all the leads were removed. Per the physicians preference two portions of the explanted leads were not removed from the patient and will remain without any additional course of action. Two new leads were implanted and the patient has regained adequate therapy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 serial # (B)(4) description: linear 3-6 lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort due to ineffective therapy caused by high impedances. The patient underwent a procedure wherein all the leads were removed. Per the physicians preference two portions of the explanted leads were not removed from the patient and will remain without any additional course of action. Two new leads were implanted and the patient has regained adequate therapy.

Event description:
A report was received that the patient was experiencing discomfort due to ineffective therapy caused by high impedances. The patient underwent a procedure wherein all the leads were removed. Per the physicians preference two portions of the explanted leads were not removed from the patient and will remain without any additional course of action. Two new leads were implanted and the patient has regained adequate therapy.